Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that motor device had unintended activation/motion. It was further observed that the device had hose damage (excluding rupture), missing hose, insufficient/low power and damaged locking components. It was further determined that the device failed pretest for hose verification, housing pin height assessment, safety assessment and rotational speed assessment. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.